Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician punctured the left femoral artery and inserted a destination guiding sheath (gs-f6st1c45f) to treat stenosis lesion of the right superficial femoral artery with a retrograde approach. The treatment for the right superficial femoral artery was completed successfully, then the angio-seal device was used for hemostasis. The locator was inserted into the sheath, and the locator/insertion sheath assembly was attempted to be inserted into the artery over the guidewire, but resistance was felt. The physician performed dilation with the sheath and re-attempted to insert the locator/insertion sheath assembly into the artery, but the outcome was the same; there was resistance. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. There was no health damage to the patient. The estimated blood loss was less than 250cc's. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. There was no patient injury, medical/surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to report that the reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no insertion difficulties. The device involved in this complaint has been verified to be of normal product; therefore, is not a reportable event.